Event description:
When introducing the trocar into the abdominal tissue, trocar broke in half (partially) inside the patient. The remaining piece of the trocar was removed intact. Site was assessed by the surgeon.